Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead, the criteria for the right ventricular lead integrity alert were met, the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, and oversensing due to non-physiologic signals/sic (sensing integrity counter); 16 nst episodes with v-v intervals less than 220 ms from (B)(4)-2016; 3379 v-sics since last session 6 days ago. Lead failure predictor triggered on (B)(4)-2016 for v-sics and nsts. Right ventricular pace impedance steady at approx. 470 ohms through (B)(4)-2016, rises out of range by (B)(4)-2016. (B)(4)

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance, increased sensing integrity counter (sic), and oversensing with noise. A lead fracture is suspected. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was returned for analysis. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.